Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost weight causing pain at the ipg site due to ipg moving in the pocket and ineffective stimulation due to high impedance. Surgical intervention may be pending to address the issue.